Manufacturer narrative:
One (1) used sample of item #ch2000s was returned for evaluation, no damage was observed in the spiro's splines, shear tab was activated correctly, spin feature was tested and spin freely. No external impacts or physical damage was observed in the samples. Bd alaris pump infusion set with 0.2-micron filter was returned as a mating device. Complaint of disconnection / loose can be confirmed based in the fact that spiro came separated from matting device. However, how, when or where the disconnection occurs cannot be determined. D9: device returned to manufacturer on 29-jun-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a spinning spiros¿, closed male luer that was reported to have had a disconnection. The spiros was connected with a bd alaris pump infusion set with 0.2-micron filter included. The event occurred while the product was in use with a patient. During an infusion of blinatumomab. There was no unprotected chemo exposure to the patient or healthcare provider. The healthcare provider was wearing ppe or gloves during the event. The chemo spill was less than 5ml. No chemo spill kit was used, the amount spilled was minimal due to slow infusion rate. There was patient involvement, but no harm was reported.